Event description:
It was reported that the customer was hospitalized with diabetes ketoacidosis. The doctor declined to troubleshoot the device and requested some to come to the hospital. The blood glucose reading was 526 mg/dl and he was treated with an insulin drip. The customer was vomiting and experienced abdominal pain. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).